Manufacturer narrative:
(B)(4). Date sent: 8/28/2024 d4: batch #358c88. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that one ntlc55 device was returned with the anvil detached and not returned, the staple height selector loose and a tab from the right side broken, both bearings were present and no reload was present. During the visual inspection, the anvil shroud showed three locks damaged: since the metal body anvil was noted to be partially gotten up. These parts support the metal body anvil to shroud to that it does not have movement. This condition most likely caused the staple height selector damaged. Due to the condition of the device, no functional test was performed. Based on the condition of damages observed in the device the reported complaint was confirmed by an external cause as improper handling. Attempting to force the locking lever to complete the losing stroke with too much tissue or thickened tissue may result in poor staple formation with the loss of staple line integrity and subsequent leakage, disruption, or poor healing. In addition, instrument damage or failure may result. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 358c88, and no non-conformances were identified. Following additional event information was received: 2. Please provide more details for "not working" 3. Did the device staple?¿staple integrity is not uniform across the staple line . 4. If the device stapled, was the staple line complete?-- no 5. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)?¿not known 6. Did the device cut?¿yes 7. If the device cut, was the cut line complete?--- yes 8. Were the cut line and staple lines equal?¿not known ( according to surgeon cut line and staple line is not as requires) 9. Was the device fired across a staple line?--- no 10. Did the reload lock out and would not work?--- not applicable for pph 11. Did the reload begin to staple and cut, but then jammed?-- no 12. Did the device staple, but there was no cut line?¿in some part of circumference . 13. What part broke? ¿ nothing 14. Did any piece break off of the device?-- no 15. Did it fall into the patient?-- no 16. If yes, were they retrieved?

Event description:
It was reported that during an unknown procedure, the ntlc55 is not working and damaged after first firing. No patient consequences reported.